Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was displayed and error message due to being unable to be interrogated. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced due to normal battery depletion (nbd) after 9 years in service. Explant is not related to initial allegation.

Event description:
It was reported that this pacemaker was displayed and error message due to being unable to be interrogated. The device remains in service. No additional adverse patient effects were reported.